Manufacturer narrative:
A ge rep evaluated the sys and replaced and calibrated the camera. The sys operates as intended.

Event description:
The customer reported an intermittent loss of video (live image). There is no report of pt injury or death.